Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Based on the information provided, it was alleged the patient experienced pain, recurrence and infection. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to excise infected mesh and repair recurrent ventral hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to excise infected mesh and repair recurrent ventral hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿a thick-walled hernia sac was resected and its contents of omentum were reduced. Defect was identified. A ventralex mesh was passed through the defect and its tails were secured to the margins of the defect with sutures and tacked.¿ (B)(6) 2015 - patient was diagnosed with infected abdominal wall mesh and recurrent ventral hernia thereby underwent open repair with explant of ventralex mesh. Per operative notes, ¿there was a sinus tract just to the left edge of the umbilicus draining gross pus. A vertical incision was made, extended down to an underlying inflammatory process involving the ventralex mesh and attached fascia. This was all excised.¿ attorney alleges that the patient had infection, pain, hernia recurrence, emotional injuries and thereby underwent excision surgery.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Based on the information provided, it was alleged the patient experienced pain, recurrence and infection. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 3 months post implant of ventralex mesh, patient was diagnosed with infection and hernia recurrence thereby underwent removal of mesh. The instructions-for-use supplied with the device lists infection and hernia recurrence as possible complications. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b7, d1, e3, g1, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.